Manufacturer narrative:
All available information was investigated, and the reported clip open during efaa was not confirmed via device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information and the returned device analysis, the cause of the reported clip open during efaa and tissue injury were unable to be determined. The reported unchanged mr appears to be related to the reported tissue injury. The reported patient effects of tissue injury and mitral regurgitation, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that a mitraclip procedure was performed to treat mixed mitral regurgitation (mr) with a grade of 4 on a patient with thin leaflets and a cleft central-medial. A mitraclip xtw (50909r1112) was inserted and advanced to the ventricle, and grasping was performed. However, after opening the clip, it was observed that the clip was caught on the anterior leaflet. As there was almost no manipulation below the valve, the clip was implanted where it was stuck, attached to both leaflets. After deployment, it was observed that the clip was partially attached to the posterior leaflet and completely attached to the anterior leaflet (partial clip movement). It was noted that the clip was attached to both leaflets. To stabilize the partially moved clip, a second clip, a mitraclip xtw (50910r1058), was then inserted and grasping was performed. However, while establishing final arm angle (efaa), it was observed the clip continuously opened to roughly 30 degrees. Troubleshooting was performed. However, while troubleshooting, the mr increased massively. An echocardiogram was performed and revealed that the anterior leaflet was ruptured. It was noted that due to the ruptured anterior leaflet, a safe grasp was not possible. Therefore, the clip delivery system (cds) was removed from the patient. No additional clips were implanted, and the mr remained at a grade 4. There was no clinically significant delay in the procedure.

Event description:
It was reported that a mitraclip procedure was performed to treat mixed mitral regurgitation (mr) with a grade of 4 on a patient with thin leaflets and a cleft central-medial. A mitraclip xtw (50909r1112) was inserted and advanced to the ventricle, and grasping was performed. However, after opening the clip, it was observed that the clip was caught on the anterior leaflet. As there was almost no manipulation below the valve, the clip was implanted where it was stuck, attached to both leaflets. After deployment, it was observed that the clip was partially attached to the posterior leaflet and completely attached to the anterior leaflet (partial clip movement). It was noted that the clip was attached to both leaflets. To stabilize the partially moved clip, a second clip, a mitraclip xtw (50910r1058), was then inserted and grasping was performed. However, while establishing final arm angle (efaa), it was observed the clip continuously opened to roughly 30 degrees. Troubleshooting was performed. However, while troubleshooting, the mr increased massively. An echocardiogram was performed and revealed that the anterior leaflet was ruptured. It was noted that due to the ruptured anterior leaflet, a safe grasp was not possible. Therefore, the clip delivery system (cds) was removed from the patient. No additional clips were implanted, and the mr remained at a grade 4. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.